Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion with 20 pounds per square inch (psi). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device underwent upstream occlusion testing and passed. A review of the event history log identified upstream occlusion messages which were determined to be normal pump function. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.